Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with a monarc sling on (B)(6) 2008 to treat her stress urinary incontinence and/or pelvic organ prolapse. Plaintiff's attorney alleged plaintiff underwent repair surgery on (B)(6) 2012. Plaintiff's attorney also alleged the plaintiff experienced significant mental and physical pain and suffering, has sustained permanent, severe, and debilitating injuries, as well as other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.